Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.

Event description:
Mrs (B)(6), employee from the distributor, reported that 2 screws broke on (B)(6) 2010 when the patient was taking his shower and fell down. The primary surgery was performed on (B)(6) 2009 for an arthrodesis. A revision was performed on (B)(6) 2010 because of significant secondary pain.